Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the 8mm harmonic ace instrument was found to have the tip broken and had no function.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm harmonic ace instrument and completed the device evaluation. The instrument was analyzed and was found to have a cracked blade near the base of the blade. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also led to premature blade failure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and did not collide with any other instruments or other hard material during the surgical procedure. The issue occurred when the instrument was in use for around 20 minutes. A backup instrument was used to continue the procedure. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.